Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that patient and orders not crossing over. A technical support specialist has verified that the problem has been addressed and has consented to the closure of the case. The serial number, UDI and manufactures details kept blank since the given asset information found to be enterprise user/form mgmt lic 21-40mains. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station patient and orders not crossing over. A customer has reported that a user is unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.